Manufacturer narrative:
The customer canceled the service call, therefore, no repair info is available. However, no reports of pt or staff injury were reported.

Event description:
The customer reported, the system failed to produce fluoroscopy x-ray. No report of pt injury.